Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported: clinician was programming syringe pump to infuse antibiotics however the syringe pump was not registering the 3ml syringe in the pump and would only allow clinician to select a 1ml syringe. The clinician was unable to proceed as the medication dose was greater than 1ml. There was patient involvement but no harm. Although requested, devices were not available for return and no further information was known. A report was received from health canada's canada vigilance program which states, "needed to give IV antibiotics, the syringe pump was not registering that there was a 3ml syringe in the pump and would only allow writer to select a 1ml syringe. The drug dose was greater than 1ml therefore this selection could not be used. Both the alaris pc and syringe have the yellow checkmark that they have been through the remediation updates and should work together."